Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient is reportedly doing well postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. In addition, the patient is without stimulation. A replacement charging system was sent to the patient, which did not resolve the issue. It was noted the patient's ipg is superficial. Follow-up information revealed the patient has not charged her ipg in approximately a month. The patient is also unable to establish communication between the programmer and the ipg and the programmer reflects a communication error. In addition, it was noted the patient met with the physician for consultation and decided not to pursue any further interventions at this time.